Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope entire image is blurry. The issue occurred during preparation for use prior to a therapeutic (edg) procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the blurry image was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 9 years since the subject device was manufactured. Based on the results of the investigation, it was identified that the blurry image occurred due to dirt on the objective (ob) lens. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the device defect caused a minimal procedural delay (10-15 minutes) to obtain the replacement scope.